Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed one other similar complaint(s) from this serial number. Device has not been returned, at this time

Event description:
Biomed reported that vision ii tower is freezing up in sherlock mode during procedure causing the users to have to reboot in the middle of procedure. The system's touchscreen functions also intermittently scroll through options without command. The two reported issues may be related to the same root cause, although it cannot yet be determined until evaluated.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the tower is freezing up in sherlock mode is unconfirmed. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to refub inventory a history review of serial number (B)(4) showed one other similar complaint(s) from this serial number.

Event description:
Biomed reported that vision ii tower is freezing up in sherlock mode during procedure causing the users to have to reboot in the middle of procedure. The system's touchscreen functions also intermittently scroll through options without command. The two reported issues may be related to the same root cause, although it cannot yet be determined until evaluated.